Event description:
It was reported that during a stent graft deployment procedure in an av graft, the stent graft could only be partially deployed; therefore, the stent graft and deployment system were removed over the guide wire as one unit without incident, a new stent graft was prepped and deployed successfully. There is no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The stent graft was partially deployed and protruding from the tip of the outer sheath. Dried blood wa present on the stent graft and between the outer catheter and the stent graft. An attempt was made to deploy the stent graft; however, this provided unsuccessful likely due to the dried blood in the device. Based upon the returned sample condition, the complaint investigation is confirmed for a partial deployment of the stent graft. The root cause could not be determined based upon the available info. It is unk whether the pt and/or procedural issues contributed to the event. Section a through d. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.